Event description:
It was reported that pump displayed malfunction code and there were no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset it without recurrence of malfunction, and was advised to continue using pump and call back if malfunction code appeared again, which customer understood and acknowledged.